Event description:
Event description guidant received information that pre-implant, while still in the box, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.93. The pre-implant voltage on the box is 3.25v.